Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.1; 1.2. Lab: 2.1; 2.2. First lab comparison was completed more than 24 hours later, second comparison was completed approx 1.5 hours later. Customer has used meter a total of two times.

Manufacturer narrative:
Investigation pending.